Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds during routine follow up. The lead was found to be dislodged . The patient underwent surgical intervention to reposition this lead a few weeks after implantation. No additional adverse patient effects were reported. The device remains in service.